Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Date rec¿d by MFR : date on mwr-(B)(4) was reported as 1/22/2018, correct date is 1/22/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: h3, h4, h6: device history device history record (DHR) review for part# 03.037.025. Lot# l924789. Manufacturing location: bettlach . Released to warehouse date: 12 sep 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device history batch null, device history review of the device history record(s) showed that there were no issues during the manufacture of this product, which would contribute to this complaint condition. H3/h6: investigation summary background: it was reported that on december 28, 2018, during inspection, the helical blade/screw coupling would not thread into the screw inserter upon putting set back together. There was no patient involvement. This complaint involves two (2) devices. Investigation flow: device interaction / functional. Visual inspection: visual inspection of the returned device performed at customer quality (cq) identified no damage or abnormalities. Functional test: the reported complaint condition was able to be replicated at cq but is due to the post manufacturing thread damage to device 03.037.026. Does received condition agree with the complaint description? No. Can the complaint be replicated with the returned device(s)? Yes - but is due to the post manufacturing damage to device 03.037.026. DHR review: the returned device was manufactured in september 2018. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Document/specification review: design drawing was reviewed during this investigation. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: a dimensional inspection for this device was determined to not be required because the cause of the complaint is due to the post manufacturing thread damage to device 03.037.026. Was the complaint confirmed? No. Conclusion: the cause of the complaint is due to the post manufacturing damage to device 03.037.026. This complaint is not confirmed for this device and no product design issues or manufacturing discrepancies that would contribute to the reported complaint condition were identified during this investigation. No new, unique or different patient harms were identified as a result of this evaluation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11: d4: lot number provided for reporting. Device was used for treatment, not diagnosis.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during inspection, the helical blade/screw coupling would not thread into the screw inserter upon putting set back together. There was no patient involvement. This report is for one (1) screw inserter. This is report 2 of 2 for complaint (B)(4).